Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon functional testing, the fse reset the fdi sub and generator cabinet connections and reinstalled the fdi sib software, with a backup restored but the reported issue persisted. Then the fse reinstalled adu unit and changed the emergency power type setting in the configuration tab from "no load backup power" to "full load backup power to resolve the reported issue. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.